Manufacturer narrative:
The piece returned on 06 december 2024. Visual inspection performed by r&d project manager: the performed analysis confirmed that the antirotational insert of the trial offset has been disassembled from the main body during trial removal from the bone. The surgeon drilled a hole through the trial offset main body to pull it out by using a hook. During extraction of the system consisting of extension stem, trial offset and trial keel assembly from the bone, the elastic clipping of the threaded insert of the trial offset is unable to withstand the blows and disengages from the offset body itself. Corrections: -h1

Manufacturer narrative:
Batch review performed on 14 october 2024: lot 2162301: (B)(4) items manufactured and released on 20-may-2022. No anomalies found related to the problem. To date, no similar events have been reported on the same lot during the period of review. Preliminary investigation performed by r&d project manager (picture of the incident received and analyzed): from the event description and pictures, it is clear that the anti-rotational insert of the trial offset has been disassembled from the main body during trial removal from the bone. During extraction of the system consisting of extension stem, trial offset, and trial keel assembly from the bone, the elastic clipping of the threaded insert of the trial offset is unable to withstand the blows and disengages from the offset body itself. Root cause: the issue was likely influenced by a combination of the inherent mechanical limitations of the design version involved and the forces applied under the specific conditions of use.

Event description:
The antirotational insert of the trial offset 3mm broke and remained inside the trial stem. The surgeon drilled holes in the trial offset in order to hook it and pull it out. Surgery was completed with 1 hour of delay due to the issue.